Manufacturer narrative:
Additional information was added: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a vented paclitaxel set leaked in conjunction with a 250ml viaflo bag. The leak was observed from "where the spike was inserted into the bag". This event was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.